Event description:
It was reported that the patients weight fluctuation has caused the ipg and lead to protrude. It was also mentioned that the ipg and leads was also causing discomfort. Additional information was received that there was no skin breakage and that the patient was ill so the procedure was cancelled.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs- paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 18432725.

Event description:
It was reported that the patients weight fluctuation has caused the ipg and lead to protrude. It was also mentioned that the ipg and leads was also causing discomfort.